Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the or for an elective generator change due to advisory unrelated to this event. The lead was imaged and externalized conductors were observed. No electrical anomalies were observed. The lead was capped on (B)(6) 2016 and a new lead was implanted. Patient is stable.